Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leaked occurred when a vial-mate adapter was used to spike a vial into the tubing of a bag followed by squeezing the bag to mix. The issue was identified during an unspecified process step. To resolve the issue a new product that was not leaking was dispensed and hung. There was patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: unknown (previously submitted as none) correction made to b5: there was no report of patient injury or medical intervention associated with this event (previously submitted as there was patient involvement). Correction made to f10/h6: health effect - impact codes: replace f27 with f26 additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured between february 04, 2022 to february 08, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test including pressure test was performed with no leaks detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.